Manufacturer narrative:
No evaluation possible at this time. The implants has not been removed from the patient nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post op x-rays taken (B)(6) 2018 revealed multiple set screws loosen from an arsenal 1.0 construct. No revision surgery scheduled at this time. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.

Manufacturer narrative:
There was a total of 4 arsenal set screws returned for evaluation. All of the same product part number but contain separate manufacturing lot numbers. · 8064801 manufactured 1/30/2018, · 8064802 manufactured 2/26/2018, · sm91279 manufactured 3/20/2018. The set screw bottom surface is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on these surface were inspected. The expected contact surface between set screw and rod after fully tightened results in two inline marks on the set screw. The explant set screws displayed a "starburst" wear pattern on the bottom surface of the set screw which is indicative of motion between rod and screw. The set screw had no significant wear or shear/deformation of the threads. Therefore, the set screw disengagement may be attributed to repeated motion at the rod-screw interface resulting in set screw back out.

Manufacturer narrative:
10/30/2018 - additional information provided by the sales rep. Revision surgery has been conducted to remove the loose arsenal set screws. The implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.